Manufacturer narrative:
Concomitant medical products: 310f27, tissue valve, implanted: (B)(6) 2004.

Event description:
A remote monitoring transmission was sent due to the patient having complaints of dizziness. There was suspected occasional intermittent atrial undersensing as the device had mode switched. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.